Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer tires exploded and sticky glue came out of tires. Serial number (B)(4) could not be verified, as it is a discontinued arrow power chair. MDR filed.